Event description:
Event description guidant received information from the patient that their pacemaker stopped working after being implanted for 4.2 to 5.2 years and was replaced with another brand. This information was not received until more than one year after the replacement procedure.